Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was electric arcing during the procedure. No surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there was an electric arc. The probable root cause/s could be an electrical short internal to the ceramic (location unable to be observed during visual inspection, requires milling of ceramic in order to verify) or an error with the associated console used during surgery. The tissue generates inside electrode hole causing a clogged. (B)(4).

Event description:
It was reported that there was electric arcing during the procedure. No surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: electric arcing. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle use error. (B)(4).

Event description:
It was reported that there was electric arcing during the procedure. No surgical delay and the procedure was completed successfully.